Manufacturer narrative:
(B)(4). Date sent to FDA: 04/02/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code vcp316h. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/11/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: needle or suture was not returned. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Additional information was requested and the following was obtained: was the needle piece retrieved during the initial procedure? Yes. Surgeon was able to retrieve the broken needle piece after doing the x-ray. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qd2adh and no non conformances / manufacturing irregularities related to the malfunction were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if it was possible to retrieve the broke needle which went into the patient's body? If yes, was it necessary a second procedure to retrieve the broken needle? Answer: yes, surgeon requested for an x-ray to be done middle of the surgery to find the broken piece of the needle. Did the patient suffer from any consequence due to the search of the broken needle? Answer: unknown if patient suffered any consequences due to this. Could you please confirm how many minutes was the surgery delayed due to the suture breakage? Answer: as it wasn't timed, how long it took wasn't made known to sales rep. What was the initial procedure? Answer: sales rep mention it wasn't made known but will check with nurses. The surgeon for this particular surgery is a general surgeon. Can you provide the event day and procedure date? Answer: sales rep mention it wasn't made known but will check with nurses. Could you please confirm if this both issues (breakage needle and suture) occurred in the same procedure? Answer: breakage of needle for vcp316h and breakage of suture vcp9581h in the same procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece retrieved during the initial procedure? Note: events reported in 2210968-2021-00450. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke intra op and half of the needle went into the patient's abdominal cavity. The surgeon requested for an x-ray to be done middle of the surgery to find the broken piece of the needle. The surgery was delayed. There were no adverse patient consequences reported. Additional information has been requested.